Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead noted impedance measurements of 1,477 ohms and high threshold measurements. Interrogation of the device noted no episodes, oversensing or asystole. X-ray revealed no abnormalities. It was decided to replace the rv lead. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.